Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure on the foot, the bur broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
On the returned device impaction markings were noted around the diameter of the device where the fracture had occurred. Investigation results indicate that the device was side loaded causing significant contact with an internal component of the attachment/handpiece used. The ifus for the associated attachments has the following warning; "do not apply excessive pressure. Monitor heavy sideloads and/or long operating periods to prevent overheating of the distal tip and body of the handpiece and/or attachment. Excessive pressure may bend or fracture the cutting accessory."

Event description:
It was reported that during a surgical procedure on the foot, the bur broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.